Event description:
A malfunction on the pump was reported by the caller, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump, with instructions to call back if any issues reoccurred.